Event description:
This spontaneous report was received from a us health care professional and concerns a 44-year-old female patient. She was injected with radiesse(+), into the chin, cheek and marionette lines (off label use of device), on (B)(6) 2021. Batch number was reported as a00010690. The batch record review was received and the lot number for radiesse(+) was confirmed as a00010690 (expiry date 03/2023). A lot search in the global safety database was conducted. The patient was concomitantly injected with restylane and restylane silk, into the chin, cheek and marionette lines, on (B)(6) 2021. The patient received the moderna covid vaccine, on (B)(6) 2021 and (B)(6) 2021. She had no other vaccines or procedures around the time of injection. Concomitant medications included lexapro and adderall. In (B)(6) 2021, 2 months after the radiesse(+) injection, the patient experienced that she started to develop multiple granulomas on the face. The patient had multiple treatments with doxycycline and steroids over the next 9 months. At the time of this report, the symptoms were ongoing, and the patient had permanent scarring. Due to the provided information, the outcome of the event was considered as not recovered.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event multiple granulomas on the face (pt: injection site nodule), was deemed to meet the serious injury criteria of permanent damage. The device history record of radiesse(+) injectable implant, lot number a00010690, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted, no nonconformances were noted.